Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 335 mg/dl. The user addressed bg level with a bolus via the pump and drinking water. During troubleshooting with tandem's technical support, it was reported that no insulin dripped from the end of the infusion set during fill tubing. Additionally, there were a few air bubbles in the infusion set tubing, the luer lock was reported to be wet, and the user could smell insulin. The user readjusted the luer lock successfully and observed insulin out of the end of the tubing and primed the tubing to remove air bubbles.